Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the previously submitted supplemental report from may 11, 2020 to july 14, 2020 when the complaint investigation was completed. Reporting.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found a cut on the bending section rubber. The distal end cover and the insertion tube was scratched. The bending section rubber was replaced. After troubleshooting no leaks were found.

Event description:
It was reported to olympus that there was a tear in the bending section rubber. Damage does not appear to be caused by missing a eto cap. Bending section rubber has just been replaced last november. There was no reported patient injury, adverse event or medical intervention required.